Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that, over the weekend, there were two instances in which the q-syte screw cap came loose from the cannula on its own in two different patients. Similar incidents have also occurred about five times within a short period of time previously. The cannula remained open without protection, posing a risk of bleeding through the cannula and a potential risk of infection.